Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.